Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and unstable thresholds. It was confirmed via xray that the lead had dislodged. It was also indicated that the right ventricular (rv) lead implanted in the his bundle also exhibited unstable thresholds. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.